Event description:
A malfunction occurred with a customer's pump, and the fault was identified with a malfunction code of malf 16, along with fault ID 16-0x20e6. The customer did not report any significant events before the malfunction, and there was no information provided about an impact on blood glucose levels. Technical support confirmed the need for a pump replacement, informed the customer, and provided a replacement device. The customer was instructed to return the faulty pump using a prepaid label and box within ten days. No backup therapy information was shared by the customer.